Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a connection issue; further described as the ¿set cannot connect to the mini cap tightly¿. This occurred after treatment of peritoneal dialysis (pd) therapy. There was no damaged or leak noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.